Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no lights at the back of main drawer 5. A field service engineer initially replaced the pyxis module controller (pmc) board, but it failed immediately after powering the station back on. Further diagnosis revealed that the drawer controller board for drawer 5 needed replacement. Drawer 5 (full height main) was not detected on the bus, and both controller boards were found to be faulty, as neither had indicator lights. Replaced both controller boards. After the repair, the device was successfully rebooted, and all drawer controller boards illuminated properly. Assigned the drawer to the device, confirmed full functionality, and replaced the broken cubie pockets with new ones. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.